Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 10/2023), g3 h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that two months and four days post an index procedure completion using a drug-coated balloon catheter in the cephalic vein via the right forearm, the subject developed a serious adverse event of cephalic vein stenosis due to decreased access blood flow which required an arteriovenous access circuit reintervention. It was further reported that standard percutaneous transluminal balloon angioplasty and drug-coated balloon angioplasty procedures were performed to treat decreased access blood flow. Treatment re-intervention was successful, no new access created, and the outcome of the serious adverse event was resolved. It was also reported that eleven months and seventeen days after index procedure completion, the subject developed a serious adverse event of low access flow due to decreased access blood flow which required an arteriovenous access circuit reintervention. Evidently, standard percutaneous transluminal balloon angioplasty and drug-coated balloon angioplasty procedures were performed to treat decreased access blood flow. Treatment re-intervention was successful, no new access created, and the outcome of the serious adverse event was resolved. Reportedly, there have been no documented device deficiencies or secondary stage procedures reported for this subject to date. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 10/2023), h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that two months and four days post index procedure using a drug-coated balloon catheter in the cephalic vein, the subject developed a serious adverse event of cephalic vein stenosis which required an additional arteriovenous access circuit reintervention. It was further reported that the target lesion in the cephalic vein at outflow had seventy percent initial stenosis and zero percent final residual stenosis. Furthermore, the other drug-coated angioplasty balloon catheter procedure was performed to treat the restenosis. The treatment re-intervention was successful and new access was not created. Reportedly, the outcome of the serious adverse event was resolved. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 10/2023), g3. H11: b5. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that two months and four days post an index procedure completion using a drug-coated balloon catheter in the cephalic vein via the right forearm, the subject had serious adverse event of cephalic vein stenosis which required an arteriovenous access circuit reintervention. It was further reported that standard percutaneous transluminal angioplasty procedure and drug-coated balloon catheter was used to treat cephalic vein restenosis. Treatment re-intervention was successful, new access was not created, and the outcome of the serious adverse event was resolved. It was also reported that eleven months and seventeen days post an index procedure completion, the subject had serious adverse event of cephalic vein stenosis which required an arteriovenous access circuit reintervention. Furthermore, standard percutaneous transluminal angioplasty procedure and drug-coated balloon catheter was used to treat cephalic vein restenosis. Treatment re-intervention was successful, new access was not created, and the outcome of the serious adverse event was resolved. Reportedly, there have been no documented device deficiencies and no secondary stage procedures were reported for this subject to date. The current status of the patient is unknown.

Event description:
It was reported through the results of a clinical trial that two months and four days post index procedure using a drug-coated balloon catheter in the cephalic vein, the subject developed an adverse event of malfunction of arteriovenous shunt which required an additional arteriovenous access circuit reintervention. It was further reported that the target lesion in the right forearm had seventy percent initial stenosis and zero percent final residual stenosis. Other drug coated balloon was used to treat recurrent stenosis. The treatment re-intervention was successful, no new access created and the outcome was recovered. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 10/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that two months and four days post an index procedure completion using a drug-coated balloon catheter in the cephalic vein via the right forearm, the subject had serious adverse event of cephalic vein stenosis which required an arteriovenous access circuit reintervention. It was further reported that standard percutaneous transluminal angioplasty procedure and drug-coated balloon catheter was used to treat cephalic vein restenosis. Treatment re-intervention was successful, new access was not created, and the outcome of the serious adverse event was resolved. It was also reported that eleven months and seventeen days post an index procedure completion, the subject had serious adverse event of cephalic vein stenosis which required an arteriovenous access circuit reintervention. Furthermore, standard percutaneous transluminal angioplasty procedure and drug-coated balloon catheter was used to treat cephalic vein restenosis. Treatment re-intervention was successful, new access was not created, and the outcome of the serious adverse event was resolved. Moreover, one year, six months, and five days after index procedure, the subject had serious adverse event of low access flow which required an arteriovenous access circuit reintervention. Evidently, standard percutaneous transluminal angioplasty procedure was performed to treat cephalic vein restenosis. Treatment re-intervention was successful, new access was not created, and the outcome of the serious adverse event was resolved. Reportedly, there have been no documented device deficiencies and no secondary stage procedures were reported for this subject to date. The current status of the patient is unknown.